Event description:
The surgeon reports performing cataract surgery with implantation of the (B)(4) intraocular lens. The surgeon implanted the lens expecting a refraction of -2 diopters; however, the outcome was -4 diopters. The surgeon has decided not to explant the lens and plans to implant a piggy back lens.